Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 1314492-2020-00751. All information can be found under that manufacturer report number 1314492-2020-00751. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported symptom is: high occlusion pressure, however the evaluator inadvertently misinterpreted the symptom. The allegation describes an undetected downstream occlusion alarm. The device is no longer in its received condition and the opportunity to evaluate for the reported symptom is lost. The device will pass all testing prior to return to the customer. Should additional relevant information become available, a supplemental report will be submitted. The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. Evaluation experienced a false upstream occlusion alarm during testing. The cause was identified to be a failed ultrasonic sensor which was replaced to correct this condition.

Event description:
It was reported that a spectrum pump had a high occlusion pressure issue. There was no patient involvement. No additional information is available.